Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fractured anode conductor was observed 231 mm from the terminal end. This type of damage is consistent with repeated stress over time. The reported include specific clinical observation of loss of capture, was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the patient with this lead that was implanted into the left bundle branch, presented to the emergency room with asystole. The patient also experienced a syncopal episode. This lead exhibited loss of capture. X-ray imaging was performed and no changes in the lead location were noted. Subsequently this lead was explanted and a new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that the patient with this lead that was implanted into the left bundle branch, presented to the emergency room with asystole. The patient also experienced a syncopal episode. This lead exhibited loss of capture. X-ray imaging was performed and no changes in the lead location were noted. Subsequently this lead was explanted and a new device was implanted. No additional adverse patient effects were reported.